Event description:
It was reported that the lid of the system 6 aseptic housing was fractured and detached from the rest of the housing prior to a procedure at user facility. The procedure was completed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.